Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Troubleshooting was performed onsite by an olympus field service engineer, and connected the light source with a 180 series scope and found the image was working properly. The field service engineer found the scope communication error (error code b30) occurred with only the 190 series scope. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source displayed error code b30, scope communication error. The issue occurred during preparation for use during a diagnostic colonoscopy screening procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.